Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred. The loss of cartridge detection was duplicated during testing. Investigation revealed a dislodged display screen and fully dislodged force sensor pins.

Event description:
The pt reported that the pump emitted a single loss of prime warning that had not occurred previously. He said that he replaced the battery, cartridge, and infusion set. The pt reported that the pump pushed out all of the insulin during the load step; he attempted to load a filled cartridge two additional times with the same consequence.